Event description:
It was reported that after the lead revision (MFR 3006630150-2020-04807), the patient then had telemetry issues even after multiple attempts in repositioning. The patient underwent an ipg replacement procedure and was doing well postoperatively. The ipg will be returned for analysis. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
The returned ipg (sc-1160 (B)(6)) was analyzed and the reported event was confirmed. The device was undetectable by rc/pc after several charge attempts. The device was cut open, and the battery measured 1.78 volts. The battery was replaced by an external power source for further investigation. The device exhibited symptoms that are the typical characteristics of high-voltage transient damage. The patients database could not be obtained due to the asic damage. It appeared that the device was damaged during the lead review operation. The probable cause selected is unintended use error caused or contributed to event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that after the lead revision (MFR 3006630150-2020-04807), the patient then had telemetry issues even after multiple attempts in repositioning. The patient underwent an ipg replacement procedure and was doing well postoperatively. The ipg will be returned for analysis. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.